Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they had a low blood glucose ranging in the 40 mg/dl before going on hospital visits for high blood glucose. Customer treated for low blood glucose with juice. Insulin pump will not be returned for analysis.